Event description:
It was reported that, the set screw was not in the package. And, the surgeon used spare product instead of it, so the procedure was completed with no problem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.